Manufacturer narrative:
Article citation: nicole sequeira, abdulrahman al-kotob, yelena pristyazhnyuk, when surgery is not an option: a unique therapeutic approach to advanced breast implant-associated anaplastic large cell lymphoma, clinical lymphoma, myeloma & leukemia, september 2025, s870-s871. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Through journal article "when surgery is not an option: a unique therapeutic approach to advanced breast implant-associated anaplastic large cell lymphoma," healthcare professional reported right side anaplastic large cell lymphoma that was alk-negative and strongly cd30-positive. Despite that the reported events were located on the contralateral breast, positron emission tomography (pet) showed advanced disease on both sides of the diaphragm, extension of disease to the chest wall, and osseous involvement, consistent with stage IV bia-alcl, which would justify bilateral coding. This record is for the left side. Patient was treated with six cycles of brentuximab vedotin, cyclophosphamide, doxorubicin, and prednisolone (bvchp). The device was explanted. Manufacturer of device is unknown.